Manufacturer narrative:
Concomitant medical products: added fresenius 2008t machine and fresenius bloodlines as concomitant products. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported a fresenius optiflux 180nr dialyzer that clotted 3.5 hours into a patient¿s 4 hour hemodialysis treatment. The patient opted to end treatment, and there was an estimated blood loss of 100ml to the patient. There was no reported injury, adverse event, or medical intervention to the patient. It was confirmed that the dialyzer was discarded, and was not available for return.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. 4 lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on one of the lots, which was unrelated to the complaint event. There was also a non conformance (nc) reported on another of the lots, and this nc was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Four lots were found to have been delivered in this time period. A production records review was performed on the reported lots. One lot had one approved temporary dn. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on three of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated brand name to optiflux 180nre dialyzer. Updated model# to optiflux 180nre dialyzer finished assmbly. Removed unique identifier (UDI) corrected contact first name to (B)(6) and corrected contact last name to (B)(6). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported a fresenius optiflux 180nr dialyzer that clotted 3.5 hours into a patient¿s 4 hour hemodialysis treatment. The patient opted to end treatment, and there was an estimated blood loss of 100ml to the patient. There was no reported injury, adverse event, or medical intervention to the patient. It was confirmed that the dialyzer was discarded, and was not available for return.